Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers 9611530, 9681684, 3007420694. Currently, these products are to submitted under arjohuntleigh magog inc. Registration #9681684. It was reported to arjo by the nursing home located in gierle, belgium that there was an event with the involvement of arjo maxi move floor lift and tailor made clip sling. The nurse stated that the hyperactive resident fell out of the sling during transfer. According to the customer, during movement of the lift from a shower stretcher to a wheelchair, the resident made an unpredictable spastic movement with his body and legs. Following further communication, one of the leg clips detached from the spreader bar attachment point. At the time of the reported detachment, the nurse was behind the lift. The patient sustained the cracked ribs and injury to the back of the head requiring sutures. Arjo qualified representative visited the customer facility after the event to perform an interview and device evaluation. No malfunction was found within maxi move lift or the sling. Based on product knowledge it seems likely that the clips might have detached as a consequence of the patient¿s spastic movements during transfer. The IFU's for the passive sling clip provide actions that can be carried out to prevent situation reported by the customer from occurring. According to the procedures provided in the instruction for use (04.sc.00-int1_2): ¿to avoid injury, always assess the resident prior to use.¿ ¿resident with spasm can be lifted, but great care should be taken to support the resident¿s legs.¿ ¿at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the patient.¿ to sum up, arjo floor lift and clip sling were used as a system for patient transfer when resident fell out of a device. One of the leg clips detached and from that perspective system did not meet its performance specification, but there were no abnormalities found within the lift or the sling that could have contributed to the event. The complaint was decided to be reportable due to the due to the patient's fall and the serious injury occurrence.

Manufacturer narrative:
We are in a process of collecting and reviewing information regarding the incident circumstances. Additional information will be provided upon the investigation conclusion.

Event description:
It was reported to an arjo representative on 2020-jun-25 that there was an incident with the involvement of a maxi move passive floor lift and a passive clip sling. Following information provided, during patient's transfer, one of the clips detached from the spreader bar attachment point. It seems likely that the reported detachment was a consequence of the spastic movements of the resident. As the consequence of the event the patient fell out of the sling to the floor and sustained the cracked ribs and injury to the back of the head requiring sutures.